Manufacturer narrative:
(B)(4). The complaint device has not been received by the MFR so a device eval has not been performed yet. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints have been reported for this failure mode within this lot. No pt injury or adverse events reported and the pt was released to the hospital according to the original treatment plan and was reported to be in stable condition. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
It was reported that the ivus catheter was used in a percutaneous coronary intervention (pci). Two stents were successfully placed at the lad. During post ivus, the ivus catheter became stuck in between the two stents and could not be removed. A balloon catheter was inflated near the ivus catheter and the ivus catheter was able to become dislodged from the stents. Upon removal of the ivus catheter from the pt's body, the ivus catheter was visually checked and no damage was observed. All portions of the catheter were accounted for. The ivus procedure was aborted. There was no report of any migration or deformation of the stent due to the catheter becoming stuck in the stents. There was no report of pt injury or adverse event. It was reported that the pt was in stable condition and was released according to the original treatment plan.